Event description:
Consumer was being pushed in the chair when the wheels allegedly got stuck and he allegedly fell out of the chair. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. This device was purchased off (B)(6) by consumer. It is unknown if the consumer received the owner's manual with the purchase of the device. It is unknown if the consumer has fully read and understands the owner's manual, if received. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has a preexisting back injury and is receiving therapy for that injury. The consumer's stability and medication regimen are unknown. The consumer is a (B)(6) male who weighs (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.